Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose reached a "high" reading, with the specific value unknown. Customer addressed high blood glucose with a correction injection using multiple daily injections. Reportedly, the customer resumed insulin therapy.